Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02438. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh material and stitch, cystoscopy with cystolitholapaxy on (B)(6) 2014 due to recurrent bladder stone attached to erosion of stitch and mesh right into right side of bladder. (B)(4).

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat urodynamic stress urinary incontinence, vaginal vault prolapse, cystocele, rectocele and enterocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced bleeding, urinary problems and kidney stones. It was reported that on (B)(6) 2012, the patient underwent cystoscopy with bladder biopsy with removal of foreign body due to bladder stones with bladder repair stitch within the bladder and inflammatory nodule. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02438. The same patient is represented in each medwatch.